Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/4/2016 - disc 324 pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported nickel allergy with hives, anxiety, mental distress, unable to walk and had to buy motorized scooter, could see flecks of metal coming through skin around hip, unable to hike/walk any distance/garden/or camp. Right hip revision surgical report noted no overt evidence of metallosis like left hip and the femoral head and liner had scoring to them when revised. Left hip revision surgical report noted metallosis, extensive amount of bloody synovial fluid, extensive grayish synovial material and difficulty removing liner. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 26, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping, and large amounts of toxic cobalt chromium metal ions and particles. Update: 2/27/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'd 3/28/2016: litigation received. The stem is being added to for each him for the alleged high metal ion levels.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. No other reports were found against the femoral stems. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.